Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the previously reported distal type I endoleak was not observed and new information received confirmed that no distal type I endoleak was observed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform 80 mm in diameter abdominal aortic aneurysm. There was mild right iliac tortuosity and 50 percent right iliac stenosis. The bifurcate access entry site was through the right femoral artery. It was reported that, approximately five years and six months post index procedure a CT revealed that the right common iliac limb had migrated proximally. The right limb was now within the aneurysm sac and there was a distal type I endoleak. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.